Manufacturer narrative:
(B)(4). Concomitant medical products: item #: unknown unknown head lot #: unknown, item #: unknown unknown liner lot #: unknown, item #: unknown unknown cup lot #: unknown. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2019 - 02945 cup, 0001822565 - 2019 - 02946 head, 0001822565 - 2019 - 02947 liner. Reported event was confirmed by review of radiographs. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. X-ray review confirmed right hip superolateral dislocation. There is lucency along the central and inferior margins of the acetabular cup consistent with loosening. Abnormal radiolucency consistent with lesser trochanter osteolysis. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a revision surgery due to dislocation and cup loosening. Review of radiographs indicated that there was also abnormal radiolucency consistent with lesser trochanter osteolysis. Attempts were made to obtain additional information; however, none was available.